Event description:
The dentist made a complaint about one implant cm titamax ex implant 3.5x11 that did not osseointegrate, but the dentist did not provide info about product, surgery or pt conditions.